Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated hearing random alarms. There was one particular battery that the patient thought it was just coming disconnected. Patient didn¿t bring this battery for his clinic visit. Battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The unknown battery was not returned for evaluation. Log files pertaining to the controller in use during the reported event revealed that the controller did not contain the smr software. A review of the alarm file did not reveal battery-related alarms. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the random alarm, as if the battery was disconnecting, can be attributed but not limited to a battery malfunction, a momentary disconnection and/or due to a marginal connection between the controller and the unknown battery. If information is provided in the future, a supplemental report will be issued.